Event description:
It was reported to resmed (B)(4) that a patient using a vpap iii st-a teijin passed away.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time.